Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the jaw of the firstpass suture passer broke off, it did fall inside the joint, but the broken piece was successfully retrieved from the patient. The procedure was completed using another firstpass of the same reference. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The top jaw has been completely detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the trigger would initiate however there is no upper jaw to test suture passing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports the breakage of a firstpass suture passer which reportedly ¿broke off¿ and fell in the patient joint. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The procedure completed using a backup device (¿firstpass¿) without a surgical delay. The patient impact beyond the reported is not anticipated since the ¿broken piece was successfully retrieved from the patient¿ and no patient injury has been alleged or further complications reported. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.